Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house service and repair, it was determined that the motor had liquid coming out of the connector, there was no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc and connector body and no short circuit between sensor gnd and connector body. The device also failed pretest for short assessments and motor thermistor assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.